Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship to vns is also unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the funeral home does not have a copy of the death certificate. The patient&#39;s explanted product location is unknown and therefore could not be returned to the manufacturer. A copy of the patient&#39;s death certificate has been requested from the department of vital records in the state the patient passed away in but it has not been received to date.

Event description:
The national death index (ndi) was reviewed by the manufacturer, which did not yield information on the cause of the patient's death. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of unknown sudep. There is no allegation or other information indicating that the death is related to vns.

Event description:
Death certificate was received indicating that the patient&#39;s cause of death was respiratory arrest due to aicardi syndrome, sever scoliosis with respiratory compromise and intractable seizures. These conditions were present since birth. An autopsy was not performed and the cause of death was natural.